Event description:
Caller states that during a correlation study the following coaguchek system/lab results were obtained. Pt 1: 7.7 inr/5.8 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Comparison performed in a medical facility.